Manufacturer narrative:
An event regarding fracture of an mrs stem involving revision of the gmrs tibial component was reported. The event was confirmed in the medical review. Device evaluation and results: not performed as no product was returned for evaluation. The problem of this patient relates to a gmrs tibial stem fracture some 12-years post segmental resection of the proximal tibia with reconstruction of the large defect. Given the young age of the patient of now 26-years, she had apparently her first major surgery at age (B)(6) when a malignant bone tumour of unknown type was removed from the left proximal tibia. This means that replacement was performed at an age when the skeleton was not yet completely mature and full grown. Such long segmental replacements cause huge stresses within the implant and especially its transition to the bone fixation area and the moving parts in the joint area as a consequence of the very long lever moment arm from knee joint area until at least mid tibia. In addition, extensive soft tissue resections usually accompany the bone resection further weakening the musculature around the arthroplasty while reducing the muscular control of the patient over his/her arthroplasty and thereby further increasing the relative overload condition. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The medical review concluded that an overload condition has developed due to mismatch in strength of the present device implanted at age of (B)(6) and the current loading conditions at an adult age of (B)(6) where the problem of increasing strength requirements for patients in the growing ages has not yet been solved. Paediatric size implants tend to be used until adult age with overload conditions becoming unavoidable ultimately causing unavoidable fatigue fractures. However further investigation of the event is not possible based on the provided information received. Further information such as the reason as to why the tibial component was revised, device details and return, patient details, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision knee surgery. Patient had a gmrs proximal tibia stem with a body that was broken at the stem body junction. A revision was performed to remove an 8x102mm gmrs tibia stem with body, small proximal tibia component, and all modular bearing options. Patient has a mrh femoral component that was well fixed and remained in place.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision knee surgery. Patient had a gmrs proximal tibia stem with a body that was broken at the stem body junction. A revision was performed to remove an 8x102mm gmrs tibia stem with body, small proximal tibia component, and all modular bearing options. Patient has a mrh femoral component that was well fixed and remained in place.